Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: ultrasound probe breakage. Ultrasound cable disconnection. Failure of the pc board. The event can be detected/prevented by following the instructions for use: ·inspection of the endoscopic system. ·warnings and cautions or precautions. ·storage of the ultrasonic cable. During inspection and testing, service found heavy corrosion inside the ultrasound connector. In addition, a small peel and scratches on the pink probe rubber were observed. The rubber adhesive was cracked, peeling, sharp, and white (discolored). The light guide tube and probe cable had minor scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device was not working, and the ultrasound connector was damaged. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation.